Event description:
During a follow-up in (B)(6) 2009, this device had a longevity estimate of approximately 1 year. On (B)(6)2010, it could not be interrogated and is at eos. This device was replaced with a philos ii dr, (B)(4), on (B)(6)2010. On (B)(6)2010 - this device was returned.